Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode (te) was cut between the dn and ECG electrode b, as well as between ECG electrode b and ECG electrode a. The cause of the inability to complete testing is the damage cable and wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.